Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for spondylitis. It was reported that the screws were broken after 4 months of operation. Pain was reported due to broken screws and no fusion happened.  Original surgery was at l4-s1. Revision surgery was performed to remove the broken screws. Revision was an extension to pelvis with removal of broken screws. Products will be returned. There were no further complications reported regarding the event. Additional information received from manufacturer representative that the procedure involved was l4-s1 posterior lumbar fusion.

Manufacturer narrative:
H3: product analysis # (B)(4), part # x0812103, lot # 0835510w visual examination of the mas bone screw confirmed bone screw complete fracture at approximately 3 threads from the base of the bone screw head. Optical examination did not identify material defect near the area of fracture origin, which could contribute to crack propagation. Microscopic examination of the fracture surface identified gently curving convex striations through the cross-sectional area of the implant, which is consistent with overload until subsequent mechanical failure of the implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.